Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer had performed laboratory to meter comparison within 10 minutes in pp lab result - 180 mg/dl meter result - 400 mg/dl no adverse event alleged. A request was made for the return of the meter and strips, replacement sent.